Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG cable not working. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and connected minisim and verified that there was no ECG signal being transmitted. The fse proceeded to troubleshoot the trunk cable, ECG leads and determined that the ECG leads were not working. The fse replaced the ECG leads with part number d012-00-1813-01 and tested new part number with minisim and verified that the ECG signal was now transmitting properly. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.